Manufacturer narrative:
According to our field service engineer (fse) corrosion was found on the ventilator's pneumatic back-plane pcb. After replacing the pcb, the ventilator passed all functional and safety test and was returned for clinical use. The replaced part was not returned for investigation since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted. A defect pc board may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
It was reported that signs of corrosion were found on the ventilator's pneumatic back-plane pcb. There was no patient harm. Manufacturer's ref.#: (B)(4).